Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer provided a photo for investigation. A photo inspection revealed a syringe and needle packaged without a needle cap. Two hundred retention samples of lot # 16k2671 were visually inspected for any defect related to needle shield missing. All samples were found in good condition. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 16k2671. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, stoppages, or equipment performance. Conclusion: although the customer's photo confirmed the reported defect, an absolute root cause for this incident cannot be determined. This defect will be monitored during manufacturing and if incidents occur related to missing needle caps, appropriate actions will be taken.

Manufacturer narrative:
(B)(4). There is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a nurse suffered a needle stick injury before use with a bd emerald 10ml luer slip syringe with 23g x 1 in. Needle because the needle was missing its cap inside its package. There was no report of medical intervention.